Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, initial testing revealed normal interrogation and telemetry operations. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation. Analysis concluded this device did not experience a component anomaly.

Event description:
Boston scientific crm received information that this pacemaker reached the elective replacement indicator in less than five years of implant time. Premature battery depletion was suspected. No adverse patient effects were reported.

Event description:
Our company received additional information from the patient's pacemaker clinical notes that the right ventricular (rv) output was increased due intermittent loss of capture. Three months after that the patient complained of fatigue. The sensitivity and the activity threshold were reprogrammed. The rv output was increased to 6.5v and remained programmed high for four months. The patient was followed again and farfield sensing was noted on the atrial channel. The rv output was decreased to 4.5v. The pacemaker has been explanted, replaced and returned for analysis. No averse patient effects were reported.

Event description:
--